Event description:
Patient reported right side "rupture, chunks of silicone move freely", "capsular contracture same side as rupture," "breast pain and burning, chest pain," "inflammation," "feels like lymph nodes may be swollen," and "crazy anxiety, panic attacks, quality of life just keeps fading." The following reported events have been deemed not related to the device: "get dizzy so easy, lightheaded, and faint over the dumbest slight moves", "dysautonomia caused by autonomic nervous system", "chronic headaches 24-7, migraines, brain shocks, intense pressure in head and neck", "horrific neck pain and stiffness, nerve pain, joint pain, discomfort", 'tremors", "symptoms of ibs," feeling of bloating at times," "get swollen and puffy, bags under eyes, eyes sometimes hurt," "insane insomnia, brain fog, hard to concentrate at times, memory issues once in a while, horrific night sweats, exercise intolerance, temperature intolerance, sore throats, and a choking feeling, non-growth of hair, weak fingernails, white¿s of eye discoloration, breast implant illness", "nausea", "fatigue", "urticaria", "lupus", "posterior tachycardia", "hashimoto's, thyroid completely crashing", "breathing issues/restrictive airway issues", "depression", "horrific numbness that shoots down back, arms and hands are always numb", "rash on face", and "swelling throat." Device has been explanted. Treatment with medication occurred.

Manufacturer narrative:
Concomitant medications: cyclobenzaprine 5mg, fluticasone-salmeterol 55-14mcg/act, levothyroxine 75 mcg, lorazepam 0.5mg, multivital, proair hfa 108 (90 base) mcg/act, quetiapine 50 mg, venlafaxine ER 150 mg, cholecalciferol/vitamin d 1000 units, zolmitriptan 5 mg, pregabalin/lyrica 50 mg, diltiazem 30 mg, amitriptyline 10 mg. (B)(4). Device photo analysis: device photographs for the device related to the reported events were reviewed. Visual analysis of the photographs identified a device which appears to be encapsulated with yellow biological tissue. The device appears to be intact, and labeled as right side. Due to the impossibility to perform a microscopic analysis during device analysis performed through photographs, it is not possible to determine the most likely failure mode. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of capsular contracture and swollen lymph nodes are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Reason for reoperation: capsular contracture, baker grade unknown, "breast pain and burning, chest pain"